Event description:
A cranial surgery for a shunt placement into the third ventricle in the brain was performed with the aid of the display by the brainlab navigation software cranial em 1.1. The surgeon discovered on a post-operative CT scan that the shunt deviated, and a revision surgery was scheduled to correct the shunt placement to the intended position. According to the surgeon (treating clinician): the deviation of the shunt placed with the aid of navigation was detected by the surgeon with a post-operative CT scan, a revision surgery was scheduled for and took place on (B)(6) 2024. The final outcome of the revision surgery was successful as intended, with the shunt placement correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating shunt placement, there was no prolong of the original surgery / anesthesia reported (deviation was detected only afterwards), also not due to surgery/anesthesia repeat of an hour for the revision surgery on (B)(6) 2024. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a shunt was placed in a different location in the brain than anticipated with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): the deviation of the shunt placed with the aid of navigation was detected by the surgeon with a post-operative CT scan, a revision surgery was scheduled for and took place on (B)(6) 2024. The final outcome of the revision surgery was successful as intended, with the shunt placement correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating shunt placement, there was no prolong of the original surgery / anesthesia reported (deviation was detected only afterwards), also not due to surgery/anesthesia repeat of an hour for the revision surgery on (B)(6) 2024. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6 according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of an inaccurate biopsy that missed the target path by ca. 6 mm laterally right and posteriorly, are: a not adequate distribution of surface registration points acquired by the user for the patient anatomy registration to navigation, not following brainlab requirements. The navigation data from this surgery shows that registration points were acquired with the em registration pointer on areas prone to skin shift, such as the tip of the nose, which shall be avoided. The points were also not sufficiently distributed on the required distinctive (bony) surfaces, i.e. Not sufficiently on both sides of the patient's head, the back of the head, and not in the region of interest. Navigation data shows points collected mainly on the nose and forehead on the front of the patient's head. This caused the navigation software to not find an as accurate as desired match, for this specific procedure, between the pre-operative image dataset and the actual patient anatomy, in the region of interest. Apparently, the resulting deviation between the actual anatomy location during the surgery and the registered pre-operative patient image scan displayed by the navigation for instrument position visualization was not recognized by the user with the required thorough verification of the registration accuracy (i.e. During verification step), nor with the necessary continued verification of navigation accuracy after draping, and throughout the procedure before applying significant invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.